Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during maxillofacial micro surgery, the surgeon had experienced issues with loading or firing of the clips. Malformed clips were observed. It was also reported that clips fell into the patient¿s cavity but were retrieved. Another device was used to complete the case. There was no patient injury.